Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).